Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for right ventricular lead integrity alert were met.

Event description:
It was reported that there were several episodes of noise in one day that triggered a lead integrity alert. The patient indicated that they were doing some physical activity at that time. The noise was not able to be recreated with manipulation in office. The lead was explanted and replaced. No patient complications have been reported as a result of this event.